Manufacturer narrative:
Updated fields -a2, a4, b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d10, e3. Due to character limit in e1 event site name is medical corporation kuriyamakai iida hospital it was also reported by a getinge fse that a third-party balloon (tokai medical 40cc) was being utilized and ruptured. In addition to that, the pneumatic interface module was replaced due to it becoming contaminated. Further repair is pending. Corrected fields: occupation, concomitant products.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had frequent automatic refill errors. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.